Event description:
I had mentor smooth saline round breast implants put in 12 years ago in (B)(6) 2007. They were placed under the muscle. Over the course of the last 7 years my health has declined. I possibly had symptoms before but in 2007 is when I started having noticeable health issues. The last 4 and a half years is when things have become increasingly bad for me. Blood tests come back normal, doctors can¿t find anything wrong. Then I start having chronic pain in my left breast and pain in my right as well; however, the left is awful. It got to the point I could no longer wear a bra at all, I couldn¿t sleep, I couldn¿t lay certain ways because the pain was so bad. My other health issues were the following ¿ joint pain, muscle pain, brain fog, memory loss, difficulty concentrating, vertigo, muscle weakness, anxiety, temperature intolerance, sensitivity to sound, hair thinning, slow healing, sinus infections, limb numbness/tingling, visual disturbance, decreased libido, sharp pains/pain in breasts, irritable bowel, irritable bladder, fibromyalgia symptoms, chronic fatigue, mood swings, heart palpitations, inflammation, left breast had burning feeling when bending over, I could feel them moving inside me. My skin has aged, no diet or anything I tried would help or cure any of these issues. My thyroid is also off, and I have gained 20 pounds, no matter what I do I cannot lose the weight. Trouble breathing, feeling like someone was pushing down on my chest. These implants have completely ruined my life. I have since explanted on (B)(6) 2019 about 7 weeks ago. The surgery center refused to give me back my implants which is so wrong considering they are mine bought and paid for. I am having my capsules and fluid from implants sent to pathology for testing. My chest muscle needed repair and my left muscle was torn in 4 different places.